Event description:
It was reported that the pulse generator displayed a message -diagnostics cleared due to invalid data-. After the diagnostics were cleared, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.